Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary total hip arthroplasty with fourth-generation ceramic-on-ceramic: analysis of complications in 939 consecutive cases followed for 2-10 years" written by martin a. Buttaro, md, gerardo zanotti, md, fernando m. Comba, md, and francisco piccaluga, md published by the journal of arthroplasty 32 (2017) 480e486 http://dx.doi.org/10.1016/j.arth.2016.07.032 on 10 august 2016 was reviewed for MDR reportability. The article reports on 5 cases and 3 cases are identified with depuy products with adverse events which are captured individually in linked complaints. This complaint captures the second case of a (B)(6) year old female with l tha depuy pinnacle acetabular and corail femoral components and coc bearing surfaces. It was noted that her acetabular component was implanted at a 60 degree inclination denoting a mispositioned cup. Her outcome was uneventful until 39 months post initial implantation she heard a "strong noise and felt a grinding sensation, and moderate pain." Radiographs revealed fractured ceramic head and received an acetabular revision to a pinnacle cup with poly liner and a new ceramic head.